Manufacturer narrative:
Manufacturer's investigation conclusions: the report of external and internal battery depletion could not be confirmed as no log files were submitted and no product was returned for evaluation. A specific cause for the patient¿s outcome could not be conclusively determined through this evaluation. The heartmate 3 lvas IFU lists death as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. This document also provides important information regarding the heartmate batteries, including how to monitor battery charge level and replace depleted batteries. The heartmate 3 lvas patient handbook outlines battery charge level and fuel gauge display. If the yellow diamond comes on, the user is instructed to promptly replace the low batteries with two fully-charged batteries or switch to the mobile power unit. This document also indicates that the user must connect to the power module or mobile power unit when sleeping; otherwise, the alarms may not be heard. Both of these documents provide instructions for exchanging batteries and switching power sources. These documents also contain information regarding system controller alarms and the proper actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 6 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient was found expired at home on (B)(6) 2018. The patient did not connect to the mobile power unit when going to bed in the night. The external batteries ran out and the internal battery kept the pump running. The patient did not wake up despite the alarms and after a few hours, the internal battery also ran out and the patient subsequently expired. It was reported that he device operated as expected until the internal battery ran out. No product will be returned. No additional information was provided.